Manufacturer narrative:
Retainer ring : black. On (B)(6) 2021 the customer reported a crack in the back on the battery compartment side and that she has to press the keypad buttons multiple times before the device responds. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the corner of the left belt clip rail. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No frozen displays were noted during testing either. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred around the event date. The adapt tool does not list any 61=stuck button alerts whatsoever. The adapt tool, however, reveals that the select, down, and up keypad buttons were pressed several times in succession on (B)(6) 2021 at 09:23:05 am, 09:23:21 am, 10:07:56 to name a few. The adapt tool does not list any unusual pump errors whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion underneath the keypad domes or on any of the boards, assemblies, and the motor inside the unit. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The unit also passed the keypad voltage test. After inserting a known good pcba2 and a known good pcba1 into the test case, the sleep current measurement fell within specs. After swapping the test pcba2 onto a known good pcba1 and then into the test case, the sleep current measurement ran high. Even after replacing the internal battery with a known good internal battery and repeating the same procedure above, the sleep current measurement read high. Finally after inserting a known good pcba2 onto the test pcba1 and then into the test case, the sleep current measurement fell within specs. In summary, the customer¿s report a crack in the back on the battery compartment side was confirmed and that she has to press the keypad buttons multiple times before the unit responds was not confirmed during testing. The high sleep current measurement is isolated to pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had recurring frozen display before going to next screen and buttons had to pressed multiple times before its responds. The frequency of issue was recurring. Customer inserted new battery and buttons were responding. Customer also reported cracked along backside and clip rail. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.